Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR report #s: 1627487-2011-00709, 1627487-2011-00710, 1627487-2011-00712, and 1627487-2011-00713. The pt rec'd an scs system including an ipg, three percutaneous leads and a lead extension. It was reported that the pt's scs system was explanted due to high power requirements and previous allegations of ineffective stimulation from the system. The pt has elected not to be reimplanted.